Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.